Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis and unstable angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo, bifurcated and culprit lesion for st elevated myocardial infarction (stemi) located in the mid left anterior descending (lad) with 99% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element plus drug-eluting stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized due to unstable angina and cardiac catheterization was recommended. The 95% in-stent restenosis (isr) of 3.00x16mm promus element plus study stent located in mid lad was treated with balloon angioplasty and placement of 3.5x16mm promus stent with 0% residual stenosis. The following day, the event was considered to be resolved and the patient was discharged on aspirin and ticagrelor.